Event description:
Dr put the rods, plates and screws in rptr's back and she was in severe pain. She had 3 collapsed discs. The dr took them out in 5/94 and rptr is still in severe pain. He didn't tell her he was going to put them in her back. She takes lorcet for severe pain and diazepam as a muscle relaxer.